Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient complained of increased spasticity. An x-ray was performed (no date provided), and the catheter looked good. A dye study was performed in 2007 which showed nothing abnormal. The hcp thought that the patient had a urinary tract infection. The patient was treated with antibiotics, the baclofen dose was increased, and the patient was sent home. The patient was readmitted to the hospital 2 days later for symptoms of baclofen withdrawal (no specific symptoms were reported). A rotor study was performed on three days later, which revealed that the pump was functioning properly. The hcp consulted with another hcp and decided to replace the catheter due to a potential micro-fracture. It was reported that the middle section of the catheter could not be explanted. The hcp reported that the patient is doing well after the catheter replacement.